Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) of (B)(6) in (B)(6). A call to technical services on 10/11/2013 states that some undersensing, far field from vp that was properly blanked and some noise that was not sensed was noted on a strip that was sent after communicator follow-up. No inhibition of pacing was observed. Patient was seen under dr. (B)(6) from (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).